Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received that the iol was removed during the initial procedure.

Event description:
A non healthcare professional reported that following the intraocular implantation of (iol) lens there was capsular tear. The procedure was not completed. Additional information has received that patient harm includes posterior capsular bag tear . Additional information has received that cause of tear was unknown as per surgeon. Patient was still left aphakic.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the distal tip area (not returned). The optic is broken with a large piece of loose lens material. There are several areas where the optic is torn\split\cracked. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a non-qualified cartridge. The file indicates the use of a handpiece and viscoelastic that is approved to be used with a qualified lens and company delivery system combination. We are unable to verify the reported event. Information in the file states the cause of tear is unknown per surgeon. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).